Manufacturer narrative:
Additional narrative: product investigation summary: it was reported that a broken hollow reamer (part 309.45 / lot 2386981) was returned. The returned hollow reamer was examined and the complaint condition was able to be confirmed as it was broken in two (2) at the mid-shaft hole. The complaint description notes that the reamer broke while attempting to remove two stuck instruments. As a result, a root cause relating to rough handling can be determined. The associated drawings were reviewed and determined to be suitable for the design and related dimensional conformity. The returned instrument is utilized to expose screw shafts whose heads have broken off for removal. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history record: manufacturing location: (B)(4) - manufacturing date: july 21, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 08. July 2008, lot 2367854 was used for the part 5787, which is a sub-component (reamer tube) of part 309.45. No ncrs were generated during production of this reamer tube. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip is cracked and is on an angle on a cannulated 4.0mm screwdriver. A broken screw removal set has a spare reamer tube and hollow reamer stuck together and broke into two. It was added that the screwdriver tip is also bent. Also, the facility tried to remove the two stuck reamer parts and in the process it broke. This report is 1 of 1 for (B)(4).